Manufacturer narrative:
Additional information has been received. It was stated from site that rise in ldh levels seen in hours following power increase. No information confirming thrombus given. It was also stated that patient was discharged home without issues. Additional information has been received. It was stated from site that rise in ldh levels seen in hours following power increase. No information confirming thrombus given. It was also stated that patient was discharged home without issues. Heartware will submit a supplemental report when new information becomes available.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): high watts alarms, are an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump, which are known potential complications associated with all patients implanted with vads as outlined in the labeling. The IFU addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Based on the available information a definitive conclusion cannot be made regarding factors potentially contributing to the reported suspected pump thrombus; however, in addition to required adequate anticoagulation, lvad pump candidates often possess several risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased mobility. Log file analysis review date: 08/14/2015; log dated through (B)(6) 2015. Normal power consumption. Additional notes: 1 low flow alarm logged on (B)(6) 2015. 1 vad disconnect alarm was logged on (B)(6) 2015. Log file analysis review date: 08/31/2015; log dated through 08/17-31/2015. Power consumption above normal operating range. Additional notes: 28 high watt alarms logged since (B)(6) 2015. A rise in power consumption logged starting on (B)(6) 2015, outside of normal power consumption. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient had high power alarms. It was noted that patient has been "on/off amiodarone". "Heparin was started on (B)(6) 2015". It was stated that "no tpa" has been given to patient. A pump exchange was performed on (B)(6) 2015. "Pump thrombus" is suspected. No additional information provided. Investigation is ongoing.